Manufacturer narrative:
(B)(6) 2015 follow up: customer reported inserting infusion cannula into a new site in the abdomen and discarded old insulin. Customer obtained a new vial of insulin from the pharmacy. Customer changed to a new cartridge and tubing. Customer reported that blood glucose level was within target range. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (250-360 mg/dl). Customer administered a correction bolus and changed the infusion set cannula.